Event description:
Follow up report.

Event description:
It was reported that the screwdriver tip broke off attempting to remove a previously placed implant. As the hospital filed an MDR with FDA which was then sent to depuy, this MDR is filed to respond. There was no adverse outcome as a result of this situation. The implant along with the broken fragment was removed from the site.

Manufacturer narrative:
The tip of the driver is cold weld within the screw hex. Examination of the fracture surfaces under magnification confirmed the tip broke in torsion in a counter clockwise (loosen) direction. The condition of the tip prior to breakage cannot be determined at this time. The driver was manufactured in 9/2008. As reported the driver was being used to release a previously implanted device, which appears to have resulted in the application of atypical force on the driver causing material fatigue and breakage of the device. No anomalies were found.

Manufacturer narrative:
Not yet returned for evaluation. It appears that atypical force was applied to the device resulting in material fatigue.